Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the monitors of the 7700 system fluctuate. No pt injury was reported.